Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (B)(6). According to the complainant, at the beginning of the procedure, a crack was noted at the end of the sheath. Follow up info received on july 1, 2009 revealed that it could not be confirmed whether the sheath was pierced by the tenaculum or not, and there were no alarms or error codes. The procedure was completed with another of the same device and there were no pt complications reported as a result of this event.

Manufacturer narrative:
The product has been returned but a device evaluation has not been completed. Upon completion of the evaluation, if any additional, relevant info is received, a supplemental medwatch will be filed. (B)(4).